Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay, adverse consequences or medical intervention as a result of this event.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay, adverse consequences or medical intervention as a result of this event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text: awaiting for device return to manufacturer.